Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer had no symptoms. The customer was treated for the low blood glucose with food, juice, milk and ice cream. The customer was assisted with troubleshooting for low blood glucose and over delivery. The products will not be returned for analysis.